Event description:
A report was rec'd that the pt's ipg was depleting quickly and not holding a charge. The ipg database confirmed premature battery depletion. The ipg was replaced and the pt is reportedly doing well following the procedure.